Event description:
Following a percutaneous coronary intervention, an angio-seal device was deployed in 2003 to seal the arteriotomy; hemostasis was not achieved. A femostop was placed to achieve hemostasis. The pt developed symptoms of vascular insufficiency; a vessel occlusion and embolus were diagnosed. One day later, the pt underwent surgery where the angio-seal device was removed from inside the artery. The femoral profunda and superfiical femoral arteries were accessed; a small amount of thrombus and collagen were removed with a fogarty catheter, resulting in good backflow and pulses. Good blood flow was established to the foot, which was reportedly warm and red after the operation.